Event description:
A report was received that the patient had pain at the ipg site. The patient underwent an explant procedure. No device malfunction was suspected.

Event description:
A report was received that the patient had pain at the ipg site. The patient underwent an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Sc-1110-02 ((B)(4)) device evaluation indicated that the ipg passed visual, electrical, mechanical performed. The device output was monitored for excessive leakage current or spurious signals in a saline solution, while programmed to the patient¿s latest setting. Leakage current was in the normal range. Therefore, the reported complaint of the ipg causing pain at the pocket site was not duplicated or confirmed. Sc-8216-70 (sn: (B)(4)) device evaluation indicated that the ipg passed visual, photographic imaging test performed. The lead was cleanly cut approximately 25 cm from the proximal end. The paddle end of the lead was not returned. The damage to the lead is consistent with damages done during the explant procedure and it is not considered a failure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm.